Event description:
Information was received from a patient regarding an external device. It was reported that the patient's recharger was not charging while it was in the dock, and they noticed the recharger battery indicator lights were scrolling up and down continuously. The patient stated the battery indicator lights turned off when they lifted the recharger off the dock, but they couldn't get the recharger to power on when they pressed the power button. Prior to calling, the patient said they cleaned the contacts on the recharger using a semi-dry alcohol wipe. The patient was instructed to check the dock connection and they initially noticed that the power indicator light on the back of the dock was flashing green, then they confirmed it turned solid green after they secured the connection. The patient was instructed to reset the recharger on and off the dock, but the issue was not resolved. A replacement wireless recharger was requested to be sent out.

Manufacturer narrative:
Continuation of d10: product ID wr9220 , serial# (B)(6) product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the returned wireless recharger (wr)(s/n: (B)(6) revealed that the patient's complaint was confirmed. The device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.